Event description:
Two discordant low results for sodium (na) were obtained on a dimension exl with lm instrument. The customer did not report these low na results and reran the samples on the same instrument. Results in normal range were obtained and reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the low na results.

Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). The tsc analyzed the instrument data. The cause of the two discordant low na results is unknown. The tsc advised the customer to replace the sensor and reinstructed how to perform cleaning, conditioning and dilution check with the new sensor. The instrument is performing within specifications. Further evaluation of the device is not required.